Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed june 30, 2015.

Event description:
Per the clinic, the patient experienced poor performance and facial nerve stimulation with device use. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.